Event description:
It was reported that a catheter issue occurred. The 4mm target lesion was located in the right coronary artery; there was very little tortuosity. The opticross hd 6 imaging catheter was advanced for ultrasound examination of the target lesion. During pullback, the non-boston scientific guidewire got wrapped and tangled with the catheter. The catheter could not be removed from the wire so both were removed together. The procedure was completed with an alternate device. There were no patient complications and the patient fully recovered.